Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a presyncope episode, diarrhea, and vomiting. Flows were down trending to 3-3.5 lpm, when the patient normally had flows of 5lpm. A few low flow events over the past couple of days were noted. The center was preparing to perform diagnostic testing to identify the issue, including a right heart catheterization to get a better understanding of volume status and right ventricle (rv) function, and a computed tomography angiography scan to evaluate the outflow graft. Log files were submitted for review and revealed low flow events on (B)(6) 2025. These events occurred at times the pulsitility index (pi) was elevated. The log files did not reveal any type of mechanical circulatory support equipment issues causing these events. The log files also indicated that the patient did not connect to the mobile power unit (mpu) or the power module during this history. The center was recommended to remind the patient that the heartmate 3 instructions for use (IFU) state the patient must connect to the mpu while sleeping. Additional information received revealed evidence of extrinsic outflow graft obstruction (eogo) and rv failure. The low flow events resolved while inpatient, however the patients flow remains positional with the flow dropping when the patient lies on their left side or lifts their arms. The patient remains admitted on 2.5mcg of dobutamine and was receiving fluid removal with aquadex therapy.

Manufacturer narrative:
Additional codes health effect - clinical codes: 2607 - weight changes. Manufacturer's investigation conclusion: review of the submitted log files conformed low flow alarms. A specific cause could not be determined through this evaluation; however, the account communicated that extrinsic outflow graft obstruction and right heart failure was the cause of the low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained data from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2025 through (B)(6) 2025. The log file contained several low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended through the file. A computed tomography (CT) scan image was submitted for review. No obvious signs of an extrinsic outflow graft obstruction or issue were identified through review of the submitted image. It was reported that the patient was admitted with a presyncopal episode and some vomiting. Flow has been down trending the last couple of days. It was communicated that the cause of the low flow alarms was due to eogo and right heart failure. As of now the flow has resolved. Flow is still positional when the patient lies on the left side or lift their arms flow drops but much better overall. The patient is still admitted, on 2.5mcg of dobutamine and receiving fluid removal with aquadex therapy. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. The device is included in the lvas kits and heartmate standalone outflow grafts related to extrinsic outflow graft obstruction (eogo) field action issued by abbott. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Symptoms of the rv failure included kidney dysfunction, swelling, and weight gain. Stenting of the eogo was performed. The patient was noted to have had non-severe right heart failure pre-left ventricular assist device (lvad) implant, but the lvad caused the worsening rv, as the eogo led to inadequate left ventricle unloading which led to rv failure. The patient was noted to be home and stable as of (B)(6) 2025.